Event description:
It broke inside me- tampon [device breakage] case narrative: friend reported via phone that the tampon broke inside her friend. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.